Event description:
Pt had balloon catheter placed at another satellite facility. The pt apparently sat up with the catheter in place causing a kink to occur in the sheath at the site of catheter entry. The balloon augmentation and inflation was poor. The catheter remained in place for 26 hrs. The catheter will be sent to datascope for further eval.